Event description:
It was reported the patient had a replacement implant the day prior to report and when trying to make adjustments the day prior to report, she saw a power on reset (por) message on the patient programmer screen. It was stated the patient was not able to adjust stimulation and saw the "call your doctor" icon. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v208207, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v208207, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).